Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations found that the longevity of this device was not as expected. The device case was opened and the measured battery voltage was 2.879 volts. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. The device was able to provide therapy to the patient at the time of the elective explant procedure.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The device was electively explanted due to normal battery depletion. The device was received at boston scientific's return products department. The device failed the labeled longevity calculation and was forwarded to detailed analysis.